Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Complaint alleges that while showing the device, the light source goes out once the device is engaged in the fully open position. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint alleges that while showing the device, the light source goes out once the device is engaged in the fully open position. It was reported there was no patient involvement.